Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 2.6 inr. The customer had a lab test within 7 hours and the result was 1.84 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors and no diet changes. The customer's heart rate has been faster than normal. Customer stated their heart rate has been around 100 beats per minute and has been adjusting their metoprolol dose to decrease heart rate. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.